Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touch screen was unresponsive. Additionally, it was reported that the pump battery depleted quickly. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Contact declined a follow up from tandem technical support.